Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture and high impedances; lead fracture was suspected. The lead was capped and replaced. The patient was doing fine post procedure.